Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior and interior visual inspection were performed and failed as moisture damage and a contaminated usb connector were observed. The device failed a charge and boot test. Share log data could not be downloaded. Functional testing could not be performed. The complaint confirmation of an overheading receiver could not be determined. The root cause could not be determined.